Event description:
It was reported that the insulin gauge did not accurately display the correct amount of insulin. Additional information was not provided. There was no reported adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.